Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The illuminator was installed into a test system and error 48241 was noted indicating that the illuminator fan was not running. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the light from the illuminator kept turning on and off. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found several faults. The tse had the customer replace the lamp module but the system then faulted with multiple error codes pointing to the illuminator. The tse then had the customer reboot the system and power back on to recover from the fault. At that time, the customer was advised to use an alternate light source to complete the procedure. The procedure was completed without patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Additional investigation was conducted on the illuminator and the customer reported failure was re-confirmed. The fan assembly failed. The power supply had signs of overheating. The interlock board assembly had overheating marks. The control board also failed during stress test.